Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported that the surgeon was unable to correctly insert the articular surface screw. As an end result, the surgeon proceeded to implant the surface without the screw.